Manufacturer narrative:
2032227-060322-002-c. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
The event date provided with initial report was incorrect. The correct event date has been provided in this report. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's wife reported via phone call that the customer was hospitalized on (B)(6) 2019 due to high blood glucose level with a blood glucose level of 400 mg//dl, 598 mg/dl, 689 mg/dl and 600 mg/dl. The customer was treated intravenous drip and saline at the hospital and treated high blood glucose level with manual injections. They reported that the customer experienced confusion, nausea and vomiting as symptom of high blood glucose level. They reported that the insulin pump had blank display but the contacts on the battery cap was damaged. The customer's wife declined troubleshooting. The insulin pump will be returned for analysis.